Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device displayed an e2 error message on the console. The device was not used in surgery. It is unknown if injury, surgical delay, or medical intervention occurred. The date of event is unknown. There is no additional information provided.